Manufacturer narrative:
The t:slim user guide states that it the user drops the t:slim pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had dropped the pump causing the pump touchscreen to crack. The customer's blood glucose (bg) level was in the 300s mg/dl and a correction bolus was delivered to address the bg level. As the pump was still functional, the customer was to continue to use it to manage diabetes.

Manufacturer narrative:
(B)(4).